Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised due to pain, metalosis, and cup loosening.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to pain, metallosis, and cup loosening. Update litigation alleged the patient suffered chronic and progressive aching, burning pain and tenderness, later diagnosed as trochanteric bursitis, elevated metal levels (measured at 1.8 mcg/l chromium and 15.4 mcg/l cobalt in (B)(6) 2011 and 3 mcg/l chromium and 16.9 mcg/l cobalt in (B)(6) 2012), decreased mobility and, ultimately, a revision surgery as a result of the implanted asr hip.

Event description:
Update: (B)(4) 2014 - medical records received. Patient was revised to address tissue staining, and bone loss. The information received does not change the MDR decision. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.